Manufacturer narrative:
Physio-control will be receiving the device at the redmond facility for further eval/repair physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event.

Event description:
A device was received at physio-control foreign office for eval. Marks of fire and damage to the case assembly on the left side of device was observed. Inside the device within the power supply case, a metal part (washer) was found that could have caused a short circuit. There was no pt use associated with the reported event.